Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not have symptoms. They do feel ok to troubleshoot. Drive support condition normal. Customer's blood glucose value at the time of incident was 400 mg/dl. Customer current blood glucose level was 320 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treated their issue with injections. Customer stated there is air bubbles in the set and reservoir. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. Customer also reporting priming anomaly, the issue was not resolved. The insulin pump did not perform high pressure test. Insulin pump will be returning for analysis.